Manufacturer narrative:
The reported events were fracture, high threshold, high pacing impedance, high defibrillation impedance and helix mechanism issue. As received, a partial connector portion of the lead was returned in one piece. The reported events of fracture, high threshold, high pacing impedance and high defibrillation impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage. Unable to perform helix mechanism test and impedance test due to partial lead as received.

Event description:
New information received notes a right ventricular (rv) lead fracture was suspected due to the high capture threshold and high pacing impedance prior to the procedure. In addition, during the procedure the helix could not be retracted during the procedure. As previously reported the lead was replaced successfully.

Event description:
New information received notes the right ventricular lead capture thresholds were elevated and the pacing lead impedance was high. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented at the emergency room. It was noted upon interrogation that the alert transmission was due to an elevated high voltage lead impedance on the right ventricular lead. No changes were made. The patient was sent back to their provider for observation. The patient was stable before during and after the device interrogation.